Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "micromastia with implants that patient feels are too large" and "ultrasound shows a rupture of the left breast implant". Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on patch/shell bond edge assessed as unidentified (tear) opening and missing piece of shell and patch assessed as inconclusive. Shell thickness within specification additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "micromastia with implants that patient feels are too large" and "ultrasound shows a rupture of the left breast implant." Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "micromastia with implants that patient feels are too large" and "ultrasound shows a rupture of the left breast implant." Device remains implanted.